Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting beep tones. Memory analysis confirmed a low out-of-range right atrial (ra) lead pacing impedance measurement. No adverse patient effects were reported. No intervention was performed and the patient will be monitored.